Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device was removed from the patient when the technician was unable to dial instrument open? Was there any change to the procedure or post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, after the initial firing, technician was unable to dial instrument open. It is unknown what device was used to complete the procedure. There were no adverse consequences for the patient.